Manufacturer narrative:
Visual exam of the device confirmed the broken cutting wire. The proximal section of the cutting wire was actuated by the handle, confirming connection between the wire and the handle. A calibrated multimeter confirmed electrical conductivity between the connector and the cutting wire segment. Microscopic exam revealed melted broken wire ends, indicating the wire breakage was most likely due to an electrical short circuit. Full evaluation was not possible due to the condition of the cutting wire. Review of the device history record revealed no anomalies. A lot history search found three similar complaint reported for the lot. The february 2007 product family complaint trend report, inclusive of all failure modes, was reviewed. An unfavorable trend (defined as 2 consecutive months of increased number of complaints) was noted. Thirteen complaints were reported in 2006, fifteen reported in 2007, and twenty-four reported one month later. Due to the low number of total complaints and the low clinical severity associated with the device malfunction, no specific action is warranted at this time.

Event description:
It was reported to bsc on 03/02/2007 that during a sphincterotomy on a male patient (age unk), "the cutting wire broke." It was also reported that the cutting wire broke on a second device (non-bsc product). The procedure was successfully completed with a third device (MFR unk). There were no reported adverse effects to the pt.